Manufacturer narrative:
The insulin pump was received with intermittent blank display due to corroded battery tube. It was unable to test for failed battery test, battery out limit and weak battery alarms due to the blank display. The device also had cracked battery tube threads, cracked reservoir tube lip, cracked case window display corners and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump had a low battery alert. The customer changed the battery and the display remained blank. The device then rebooted and alarmed failed battery test, then rebooted again and alarmed weak battery. Customer's blood glucose value was 162 mg/dl. He stated that the battery was stored in a cold environment. The customer did not receive another failed battery test alarm after inserting the battery. It was advised that a battery cap replacement would be sent and to monitor the device. The customer's father called later to report that the display went blank again. During troubleshooting, the father found a thin crack in the battery compartment. Customer's blood glucose value was 350 mg/dl; treated with manual injection. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.